Event description:
It was reported that shaft detachment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected. During procedure, resistance was felt when the balloon protector was removed. The balloon protector was then removed by force, however, the distal part of the balloon shaft was detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected. During procedure, resistance was felt when the balloon protector was removed. The balloon protector was then removed by force, however, the distal part of the balloon shaft was detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The balloon protector cap was returned over the balloon. The proximal part of the blades were exposed which is indicative of the balloon protector being pulled distally. The inner diameter of the balloon protector was measure and the device met specification. A visual examination observed that the midshaft was broken at the guidewire exit port and it was noted that the midshaft was stretched at either side of the break. In addition, the midshaft was stretched at 4 mm distal to the break, for a distance of 5 mm distally. This type of damage is consistent with excessive force used during attempts to remove the balloon protector during preparation. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation; the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).